Manufacturer narrative:
The lot complaint history was reviewed, this is the sixth complaint for the finish goods lot; however, the second for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. It was noted the infusion cannula was not returned. A console representing the current software version was used to test the sample. The light-emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. Fluid flowed to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
At a minimum, weekly notifications are sent to affiliates for sample status, completion of pending follow-up activities and completed investigations by (B)(6). (B)(4).

Event description:
An ophthalmic surgeon reported that the intraocular pressure would sometimes pause during a procedure. The procedure was completed by performing the intraocular pressure control manually without product replacement. No patient harm.